Event description:
The account alleges that there has been a life-threatening episode with one of their itu patients involving a safeguard compression device (24cm femoral). The device was defective after application, and the compression exerted to acquire hemostasis was inadequate. It looks like the balloon was punctured somehow and the device lost air quickly. When the hospital staff realized the situation four hours later, there was femoral bleeding discovered. The patient experienced cardiac arrest. A code was called, and cardiopulmonary resuscitation protocols were effective.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.